Event description:
Related manufacturer report number 2017865-2021-26496. It was noted there were episodes of myopotential oversensing on the device. Technical support was contacted and recommended further investigation via provocative testing and reprogramming. Provocative testing was performed and the myopotential oversensing was reproduced. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of oversensing was not reproduce in the lab. The device was above elective replacement indicator (eri) upon receipt. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock and patient notifier were tested on the bench. No noise was observed in real-time egm. No anomaly was detected.